Event description:
During a procedure on a cto lesion located in the mid-rca in which guide catheters were positioned in the ostiums of both coronary trees and a stingray sys was positioned in the distal rca, the guide catheter that was positioned in the ostium of the rca unexpectedly "flipped" out of the ostium. The pt started complaining of severe chest pain, angiography showed thrombus in the rca and the lad. The pt started having ventricular tachycardia which required cardioversion x 1 which converted the pt's rhythm to sinus. Pci gear was removed from the pt and thrombectomy of the rca and lad was performed with good results, the pt showed no adverse effects from the episode. Prior to the event, contralateral injections were being performed via the guide catheter positioned in the ostium of the left coronary tree, the guide catheter that was positioned in the ostium of the right coronary tree had been left in position with minimal flushing procedures. It was felt that thrombus formed in the guide catheter positioned in the right coronary tree and when it unexpectantly "flipped" out of the ostium a portion of the thrombus was left in the proximal lumen of the rca and a portion of the thrombus was exported to the left coronary tree. F/u on the status of the pt 5 days post adverse episode it was noted that the pt was doing well with no residual effects.

Manufacturer narrative:
In an effort to understand and accurately characterize bridgepoint medical device involvement, bridgepoint medical (B)(4) contacted (B)(4) who had been present at the case and had followed-up with dr (B)(6) regarding the pt's status, both felt that the event was due to thrombus formation in the guide catheter.